Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 65mg/dl. Low bg cause was not known. Emergency medical services were called and they provided intravenous medication to address bg. Customer does not recall what medication they received. Recommendation was made to consult with a healthcare provider to discuss diabetes management.

Manufacturer narrative:
The logs were reviewed and based on the review conducted, there is no evidence that the pump experienced a malfunction or failure. The cause of the low bg could not be determined based on the review conducted.